Manufacturer narrative:
Additional information was requested from the reporter. The device was evaluated by olympus. The evaluation found that "the bending section cover leak" was confirmed. The leak was due to a pinhole found in the bending section cover, which caused the water tightness to be lost. The adhesive was also detached. The device angulation was out of specification. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the bending section cover on the bronchovideoscope had a leak. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the connecting tube coating was peeling off. This report is to capture the reportable malfunction of the peeled coating on the connecting tube noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b3, b5, e1, e2, and e3).

Event description:
Additional information was supplied by the customer. The problem was first noticed during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.